Manufacturer narrative:
(B)(4).

Event description:
Follow up information identified the infection has cleared. The patient has been discharged from the hospital and is in stable condition.

Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing a fever and the ipg site was swollen and tender. The patient was admitted to the hospital and the patient underwent surgical intervention on (B)(6) 2016 to explant the ipg. Cultures were sent. The patient was diagnosed with a (B)(6) and streptococcus infection at the ipg site. The patient is being treated with IV antibiotics.